Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The vector was reprogrammed from secondary to primary, however a second inappropriate shock was delivered. It was noted in the most recent episode that the signal amplitude was small and there may have been some intermittent bundle branch block. The patient was seen in-clinic and the vector was reprogrammed to alternate. No adverse patient effects were reported.